Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed non sustained r wave oversensing due to post-paced t-wave oversensing. The implantable cardioverter defibrillator was oversensing post-paced t waves on the ventricular lead. The oversensing was noted on the stored electrograms. The patient did not receive therapy during the oversensing. No intervention was performed and no further information was available.